Event description:
It was reported that a device alarmed multiple times for false air in line alarms. This allegedly happened during an infusion of vasopressors (epinephrine and hetastartch). Further info provided by the customer stated that due to the interruption in therapy, the pt's blood pressure dropped tot he 40's systolically and 20's diastolically. Additional medical intervention info was requested and unable to obtain. Medication was transferred to another pump.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. The customer cannot identify the device involved in the event. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.